Manufacturer narrative:
Upon further review, the set that was received for evaluation was a different product code than the set that the customer originally reported. The set with the reported issue was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration set leaked; further described as "leak was observed in the macrodrip equipment that was connected to the solution". The issue wa identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.